Event description:
The customer reported that while the central station was in use monitoring pts along with ambulatory telepacks, the central shut down. The pts were subsequently monitored using non-datascope bedside monitors. No pt injury was reported.

Manufacturer narrative:
The company rep found that the cooling fan had become dislodged from the cpu. He replaced the mounting bracket and secured the fan. The system was tested to factory specs. It functioned normally and was returned to use.